Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation and past investigations, a definitive root cause could not be determined. However, it is likely the material is organic silicone. The organic silicone detected as a foreign substance within the secondary water supply channel is not a component derived from the endoscope itself, but rather a component derived from medications (such as defoamers). Possible causes of this foreign substance adhesion include the use of substances other than sterilized water; insufficient preliminary cleaning and rinsing of the tubing; and insufficient drying due to the plug not being removed during endoscope storage. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found in the auxiliary water supply channel. There was no patient involvement.